Manufacturer narrative:
The insulin pump was received with no esc and act button response due to flattened button dome switches. Pump received with minor scratched display window. No moisture damage inside pump noted.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was not responsive on the insulin pump. Customer stated they had to press the button several times to enable a response. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.